Event description:
Caller reported having experienced occlusion issues in the past, but could not recall specific details about when they occurred. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.